Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. D4 model no - correction. D4 lot no - correction. D4 expiration date - correction. D4 UDI - additional information. D9: device returned to manufacturer - additional information. D9: date device returned ¿ additional information. E1 initial reporter telephone number - correction. G3: date received by manufacturer ¿ additional information. H2: additional information/device evaluation information/correction. H3a: device evaluated by manufacturer ¿ additional information. H3b: evaluation included - additional information. H4 device mfg date - correction. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information. H10 corrected data.